Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating theater for a normal generator change. During the procedure, a lead insulation abrasion and fracture was noted on the right ventricular lead. Prior to the surgery, the tested normally and there was no indicated of a damaged lead. The lead was capped and replaced on 11/06/2017. The patient condition after the procedure was fine.